Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
After further follow-up the customer confirmed that one failure to attach and one failure to detach occurred on the same patient during the initial procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter they had a bravo capsule which failed to attach. It was reported there was no harm to the patient and no intervention was required. The customer attempted twice to attach the capsule, failing both times. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. The defective device is expected to be returned for investigation.